Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: bilateral rupture of breast prostheses. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast reconstruction procedure with mentor memorygel breast implant 800cc gel breast prostheses that both ruptured after implantation. An ultrasound confirmed bilateral rupture. As a result, the patient underwent bilateral explantation and replacement with mentor memorygel breast implant 755cc gel breast prostheses on (B)(6) 2019. This medwatch report is for the left breast prosthesis.

Manufacturer narrative:
On 08/29/2019, the mentor failure analysis lab received the device for evaluation. On 09/05/2019, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, it was reported a rupture on a breast implant. During evaluation the sample, a tear was observed on posterior and extending to anterior aspect measuring approximately 7.8 cm. In addition, a crease was found in the edges of the tear. No other anomalies were observed these kinds of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of gel-filled mammary prostheses and may be the result of one or more of the following contributing factors: , continuous and sustained stresses to the device - such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).